Manufacturer narrative:
Correction: unique device identifier (UDI)#. Annex c: c16, annex d: d03, and annex g: g04070. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the reported complaint of an over infusion of protonix was not confirmed through log review or reproduced during laboratory testing. ¿ laboratory testing of the returned pump module showed the device was delivering fluids below specification; unregulated flow was not observed. It should be noted that these test results would not contribute to an over infusion event. ¿ external and internal inspection of the pump module found incidental findings only with no relation to the reported complaint. ¿ review of the pump module event log showed the pump module was not in use on the reported event date. The most recent device use was identified on 30 december 2023. ¿ on 30 december 2023, the pump module successfully completed a secondary infusion of an unknown medication at a rate of 250 ml/hr before transitioning to, and completing, a primary infusion of an unknown medication at a rate of 20 ml/hr. ¿ while in kvo, additional volume was programmed to infuse at the primary rate (rate= 20 ml/hr). ¿ the pump module was then selected and changed the primary rate to 250 ml/hr approximately three (3) minutes before being channeled off. ¿ review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. ¿ accurate secondary mode infusion is dependent upon hanging the secondary container sufficiently higher than the primary container. ¿ when a secondary infusion is started, the user must ensure that drops are falling in the secondary drip chamber and not in the primary drip chamber. ¿ review of the pump module error log showed no errors were recorded on the reported event date or on the date of most recent use (30 december 2023). ¿ the event pcu and its associated logs were not returned for investigation; therefore, some programming parameters and drug information could not be confirmed. ¿ inspection and testing of the returned administration sets could not be performed because the sets were not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v12.1), it states within warnings and cautions of the loading instructions: ¿ do not touch the administration set while closing the door. ¿ ensure tubing placement is over pressure sensors. ¿ ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. ¿ to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, service depot or the customer. Root cause: the root cause of the complaint of over infusion of protonix was not identified. Laboratory testing showed the suspect pump module was delivering fluids below specification. Note that this report lists imdrf annex a040502, a1801, a0709, a0404, g0301204, g02005, g04037, g02017, g0301201, c07, c0601, d0301, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of protonix to a patient that had been admitted for an acute gastrointestinal bleed. The infusion was started at approximately 0210 at a rate of 10ml/hour. At approximate 0430, the bag was found to be empty unexpectedly quickly. The nurse called the provider and the provider ordered to continue infusion of protonix. The nurse continued the infusion on a new pump. It was noted the patient had no reaction to the over infusion and no intervention was provided. There was patient involvement, but no harm.

Event description:
It was reported that there was an over infusion of protonix to a patient that had been admitted for an acute gastrointestinal bleed. The infusion was started at approximately 0210 at a rate of 10ml/hour. At approximate 0430, the bag was found to be empty unexpectedly quickly. The nurse called the provider and the provider ordered to continue infusion of protonix. The nurse continued the infusion on a new pump. It was noted the patient had no reaction to the over infusion and no intervention was provided. There was patient involvement, but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of protonix to a patient that had been admitted for an acute gastrointestinal bleed. The infusion was started at approximately 0210 at a rate of 10ml/hour. At approximate 0430, the bag was found to be empty unexpectedly quickly. The nurse called the provider and the provider ordered to continue infusion of protonix. The nurse continued the infusion on a new pump. It was noted the patient had no reaction to the over infusion and no intervention was provided. There was patient involvement, but no harm.